Manufacturer narrative:
G2: citation: authors: kenta masada, kento shinzato, shigeki koizumi, koki yokawa, mio kasai, yosuke inoue , yoshimasa seike, hiroaki sasaki and hitoshi matsuda. Role of initial medical treatment and effectiveness of thoracic endovascular aortic repair for acute type a aortic dissection with thrombosed false lumen. European journal of cardio-thoracic surgery 5 2023. Doi: 10.1093/ejcts/ezad102 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Over a 6 year period, 60 patients with a acute type a aortic dissection (aaad) with thrombosed false lumen (t-fl) of the ascending aorta were treated . Initial medical treatment was given to 27 uncomplicated patients with ascending aortic diameter 50 mm and ascending t-fl thickness while 33 patients received emergency surgical  repair . The surgical repair was either and open repair or tevar. 15 patients underwent a tevar procedure. 3 of these patients were implanted with a valiant navion stent graft while the others received non mdt stent grafts.  Emergency tevar was performed in 7 (47%), including 2 uncomplicated patients without the anatomical indication of medical treatment and 5 complicated patients. For the tevar, the proximal landing zone was at zone 2 in 5 (33%), at zone 3 in 8 (53%) and at zone 4 in 2 (13%) patients. The following malfunction were reported;  malapposition (2 cases of progression of bird -beak configuration up to 2 years after tevar )  the following adverse evens were reported;  stroke, dissection , re-intervention  patient mortality was reported but there is no causal link that a valiant stent graft caused or contributed to any death.